Event description:
Product was returned as an implant failure. Based on the report, bone condition of the patient was described as good and oral hygiene was described as good. The patient's medical history was not given. The doctor indicated that she was not able to torque the implant fixture down and also felt the strips are not even.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure is unknown.